Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the lens was scratched. The lens was explanted and replaced with same model and diaptor in the initial procedure . Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Half of iol (intra ocular lens) received adhered to surgical gauze in a plastic bag. Solution is dried on both surfaces of the optic and one haptic. One haptic and the other half of the optic are broken/torn/cut and not returned. The other haptic is intact. The optic has surface damage, scratches and numerous fibers adhered. The complainant indicates the use of amvisc plus as a viscoelastic, which is not qualified for use with company model lens, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified ovd (ophthalmic viscosurgical device). The use of an unqualified ovd may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).